Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina and thrombosis are listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
The following additional information was received: the de novo lesion was located in the non-calcified 100% stenosed mid to distal diagonal coronary artery.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with st-elevation myocardial infarction (stemi) and existing thrombosis which was being treated with aspirin. The procedure was to treat a non-calcified lesion in an unspecified coronary artery. A 2.50 x 48 mm xience xpedition stent delivery system (sds) was advanced to the lesion and the stent implant was successfully implanted and was post-dilated with an unspecified 3.00 x 15 mm balloon dilatation catheter (bdc) that was inflated to 20 atmospheres. Ten minutes following the successful stent implantation the patient experienced chest pain and elevated st segments on the electrocardiogram (ECG). Optical coherence tomography (oct) was performed which revealed intrastent thrombosis. An unspecified 3.50 x 15 mm bdc inflated to 12 atmospheres was used to successfully dilatate the intrastent thrombus. The patient was stable following the procedure and was given dual antiplatelet therapy (dapt) of prasugrel and aspirin. No additional information was provided.